Manufacturer narrative:
Product event summary: analysis could not confirm the reported issue that the external pulse generator (epg) did not pass the sensitivity measurement on the ventricular channel. It was confirmed that the lower case was broken, and it was found that the upper case, side bail covers, ring cover, and lead flex cover were broken. It was also found that the main printed circuit board (pcb) was electrically out of specification.

Event description:
It was reported that the external pulse generator (epg) did not pass the demand sensitivity measurement on the ventricular channel. The sensitivity measured out of specification on a fluke sigma pace 1000. It was also noted that there was a small crack in the case at the atrial connector. The epg was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Following service and repair of the device, failure analysis was performed on the pcb. Visual inspection revealed no anomalies. Benchtop analysis found typical operation when turning the device on. Epg sensitivity testing was performed at ambient temperature and when applying localized heating. All test results measured properly. The reported event could not be confirmed. All testing per formed per specifications. If information is provided in the future, a supplemental report will be issued.